Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced a breach in aseptic technique which resulted in peritonitis. The break in aseptic technique was further described as the patient tore their transfer set connector with their teeth and damaged it. On an unreported date, the patient was prescribed with fotum and cephazolin (further treatment details not reported). The patient visited their physician to exchange the transfer set; however, it was not reported if the patient was hospitalized for the event. The patient was recovering from the peritonitis event and dianeal therapy was ongoing. No additional information is available.